Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad fractured during disassembly in the sterile processing department. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed via product return; visual examination identified signs of repeated use, nicked and gouged, and the device was found to be fractured. Device was submitted for further analysis, which identified the fracture was consistent with overload failure or low cycle fatigue culminating in the overload failure. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.